Event description:
It was reported that during a laparoscopic sigma procedure there was leakage during test and misformed staples. During the second resection a new stapler was taken out and the same problem occurred. The donut was ok, but they had a leakage. Patient was sutured by hand. Procedure was completed with same like product. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Two devices were returned for analysis. Device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.